Event description:
Pt was found with rn + cord wrapped around his neck by staff rn. The staff promptly removed the cord, and the incident did not injure the pt.

Manufacturer narrative:
I had a conversation at this facility, she stated that there was not anything that could be done relative to this situation.